Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910 (062945). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Potential post procedural complication is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of possible post procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The reported event involves a patient in italy who underwent a procedure for the placement of a percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube on (B)(6) 2024. On (B)(6) 2024, the patient died of cardiac complications. It is unknown if an autopsy was performed. Despite multiple queries, there is no clear evidence linking the device to the reported event, and no additional information regarding device-related allegations, malfunctions, complications, diagnostic testing, or treatment is available. Therefore, out of abundance of caution, abbvie is conservatively reporting the event without attributing causality to the device.